Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was a driveline communication fault. Log files were sent for review. The log file captured driveline communication faults on 17oct2024 starting at 12:25:59. The system controller was reseated but the alarms did not resolve. The system controller and modular cable were exchanged and the alarms resolved.

Manufacturer narrative:
D9: date returned to manufacture date, corrected. Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted. Data from the reported event date of 17oct2024 was reviewed. At 12:39:42 a driveline communication fault alarm activates due to a com_b_fault. This driveline communication fault is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time. The reported alarm was not reproduced. Additional provided information stated that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated b5 and d9 confirmed "no". No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no patient symptoms at the time of alarms.